Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed daily cleaning and replaced the wash block. The cause of the discordant results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained for patient samples tested on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). The patients were redrawn and the new samples were tested on unknown instrument(s). It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.